Event description:
While troubleshooting with the manufacturer it was found that segments were missing from the active meter display. No adverse event reported. Requested return of suspect device and replacement was sent.